Event description:
A professional user (fire department) reported a rescue event in which they arrived on scene within approximately five minutes to a patient who had been found unresponsive by his partner, who was unable to perform CPR. The fire department applied pads and attempted to power on the AED; however, the device did not power on. Manual CPR was initiated until ems arrived approximately ten minutes later. The patient was pronounced deceased at the scene. Based on the information available, it cannot be determined whether the AED caused or contributed to the patient outcome. Therefore, this MDR is being submitted as an adverse event out of an abundance of caution.

Manufacturer narrative:
Although requested, log files from the device have not been provided, and the root cause of the complaint has not been determined. The user reported that the original battery pack that would not power on the AED was discarded.

Manufacturer narrative:
The AED failed to power on during the rescue event on 11/18/2025 due to a fully depleted battery being installed at the time of use. Device records indicate the AED remained in a depleted state for over two months prior to the event. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2025, the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until on (B)(6) 2025 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until on (B)(6) 2025 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.